Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from the femoral marker to the distal end and a kink at the lap joint. Microscopic inspection revealed the lapjoint section was partially detached which the distal housing of the transducer was observed complete and with no shattered pieces. A functional inspection was performed. Impedance testing revealed a wave form with presence of a transmission line but very weak transduce. Water leaked from the hole at the lap joint when the catheter was flushed. During image characterization testing, a good image appeared in the ilab system. X-ray analysis to further characterize the electrical failure revealed no discernible defect.

Event description:
Reportable based on device analysis completed on 23nov2020. It was reported that lost image occurred. The target lesion was located in the coronary artery. An opticross hd imagine catheter was introduced but no image appeared on the screen. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed partial sheath detachment.